Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic distal gastrectomy procedure, at the last step of the procedure, when applying the device to the thick tissue in the stomach, the cartridge was not articulated enough. To resolve the issue the surgeon converted the procedure to laparoscopic assisted-distal gastrectomy and manual suturing was done to complete the case. The incision was extended less than 1 inch (2.54.cm) due to the product problem.